Event description:
Device reported 30 identical results for icon specific electrode tests (naa, 147; k, 5.2; c1 103) for different specimens. Although a level alarm was issued on a pt result prior to these 30 ressults, no level alarm was issued with these 30 results.